Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) experienced an issue of insufficient compressor negative pressure. The event was identified during operation of the device. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6) japan (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. No parts were replaced. The customer has decided that due to the aging of the device the equipment will be decommisioned.